Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer was able to interrogate a device wireless and non-wireless. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that after installing software and trying to interrogate devices, the programmer freezes during the interrogation phase. Manual entry into the device application was attempted and the programmer continued to freeze during telemetry and application start up. The programmer was returned for repair. No patient complications have been reported as a result of this event.